Manufacturer narrative:
A zoll representative went onsite to evaluate the device. The device was put through extensive testing including analysis testing, shock testing, and signal loss/cable stress testing using the returned multifunction cable and CPR adapter without duplicating the report. The customer's report was observed on the electrode pads and isolated to the broken sternum pad wire after verifying the resistance from both pads to the connector. The electrode pads are used and will be disposed. The device was recertified, and placed back into service. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.